Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 200mg/dl. The caller stated that his insulin pump alarmed and insulin squirted out during the manual prime process. The customer mentioned that the device was stuck on prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.